Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and chest pain. On an unknown date, the patient was hospitalized due to abdominal pain and chest pain. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued) and gentamycin injection (40mg, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the events. On an unknown date, the pd therapy was discontinued, pd catheter was removed and the patient was transferred to hemodialysis. It was reported that retraining was done for the patient and the caregiver. No additional information is available.